Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was not completely even all around. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.